Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 600 mg/dl. The infusion set¿s tape kept was not sticking and kept falling out of their body. Troubleshooting was performed on the insulin pump. The insulin pump will not be returned for analysis.